Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving medication via an implanted pump. The patient wasn¿t sure but thought the pump was delivering dilaudid at the time of the event and she didn¿t know the dose or concentration. The indication for pump use was lumbar radiculopathy and non-malignant pain. It was reported that the patient had her pump removed because it was hurting. The patient was in a car accident shortly after (patient thought around 3 weeks after) having the pump implanted in (B)(6) 2011. She didn¿t know if the pump moved in the accident, but she was having a lot of pain in her stomach. The entire system was explanted. The patient thought it was removed a few months after the accident. No further complications were reported/anticipated.